Manufacturer narrative:
Investigation summary: customer returned (4) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that insulin does not flow through the needle during the priming. All returned pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle was clogged during priming with a bd pen ndl 32g 4mm. The following information was provided by the initial reporter: it was reported that needle clogged during priming.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was clogged during priming with a bd pen ndl 32g 4mm. The following information was provided by the initial reporter: it was reported that needle clogged during priming.